Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: the lot was manufactured between march 22-23, 2023. H11: five (5) devices were received for evaluation. The devices had not been filled with fluids. Visual inspection on the units via the naked eye noted silicone oil located on the interior wall of the devices' cover. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover contact. A small amount of silicone oil from the bladder may have dripped onto the interior wall of the cover during manufacturing; this condition is cosmetic and has no impact on the function or safety of the product. Therefore, silicone oil on the interior wall of the cover is an expected product characteristic. The reported condition of a leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) large volume folfusors leaked from an unspecified location. There was clear liquid inside the chamber. This was observed during visual inspection of the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.